Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high voltage portions of the right ventricular (rv) lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.